Event description:
It was reported that a declot procedure was being performed on a (B)(6), female, pt, (B)(6) in special procedures. The clinician stated the graft was heavily clotted and was old. While attempting to declot the arterial side of the graft in the pt's upper left arm, the wire basket broke off from the cable and remained inside the dialysis graft. No sharp angles were encountered. The basket was retrieved with the use of a snare within approximately 30 minutes. When the basket was removed the clotted material subsequently was attached, therefore, a new kit was not needed. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.